Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is receiving inaccurate sensor readings. As a result, a recalibration may be pending.

Event description:
Additional information received identified the patient underwent right heart catheterization on (B)(6) 2018 wherein the mean was increased to 19.2 mmhg. Reportedly the patient is taking approved readings.